Manufacturer narrative:
G4: 03apr2020. B4: 07apr2020. The service engineer (se) inspected the device confirmed the reported issue. The se found irregular blower revolutions per minute (rpm). The se replaced the blower assembly and motor controller board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
It was reported that the ventilator had a burnt smell and high blower temperature in the diagnostic logs. There was no patient involvement.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6) 2020 a blower motor assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause for the reported issue of burnt smell was due to a capacitor component. The product analysis technician reported that the root cause for the reported issue of blower temperature high and irregular blower rpm was due to a shorted winding in blower motor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.